Event description:
The customer contacted stryker to report that their device will not turn on when opening the lid. In this state the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient involvement in this event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and verified the reported issue. The cause of the reported missing magnet was isolated to the lid assembly.

Event description:
The customer contacted stryker to report that their device will not turn on when opening the lid. In this state the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient involvement in this event.